Manufacturer narrative:
Patient information not available on the date of filing. No device/components were received by the manufacturer on the date of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that intra/peri-operatively during the navigate task of a fess procedure the computer froze. The computer was restarted but it froze again. "The rep visited the patient and checked the computer. Because the event could not be confirmed again, it was decided to observe the state." The surgeon aborted navigation for the procedure. There was no delay to the procedure. There was no reported impact on patient outcome.